Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that there were no issues during the manufacture of the product that would contribute to this complaint condition. After a slight oiling the spreader works very well in the whole area. This instrument was not maintained. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the persuader was received with minor surface wear consistent with typical use. The instrument movement is slightly stiff; it sticks at the end position. The reported instrument 03.632.079 is part of the matrix deformity and matrix degenerative systems. The applicable technique guides were reviewed. The persuader 03.632.079 is one of other persuaders available. These instruments are utilized for reduction to seat the rod into the head of the constructs pedicle screws. Once the rod is fully seated, the persuader is able to maintain reduction while the locking cap is installed. Upon inspection of received persuader, the reported condition of instrument got stuck on the screw cannot be duplicated as the involved screw or similar screw (for testing) is not available however it is confirmed that instrument function is slightly stiff; it stick at the end position, this condition may have contributed to the difficulty experienced to use the instrument as reported. However this is not clear as it is unknown if the instrument was properly loaded on the screw which may contribute to cause this complaint. The received reported persuader of lot t969686 was made under an older revision. The persuader 03.632.009 and 03.632.079 has been re-designed to address jamming issues, manufacturability, and update of pin material; however, no further modification of features related to jamming issues were identified. A review of the instrument drawing and related components was performed. Tolerance analysis shows a potential a potential for line to line (zero clearance) on the hinge and handle components. Additionally, the screw (threaded pin) allows clamping to occur between the hinge and handle. As there is little clearance between the hinge components, if a foreign matter gets trapped in the pivot hinge then stiff movement can be also caused. Also, a review of the reported screw drawing was reviewed as well. The drawings for the screw call out the appropriated dimensions, material and finishing processes for a successful screw design and iteration with the involved instrument. The device design was found to be adequate for its intended use and did not contribute to cause this complaint condition. In conclusion, the tolerance between the handle and hinge components is conducive to a potential sticking, jamming, or binding of the instrument when used as intended. The dimensional tolerancing may potentially contribute to lead to difficulties as reported in this complaint however it is unknown if the instrument was properly loaded on the screw which could also potentially contribute to the reported difficulty. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery, l2-s1 posterior fusion with l2-3 transforaminal posterior lumbar interbody fusion (t-plif) and l5-s1 tplif, multiple parts did not function as intended while inserting the new screw system. The simple persuader got stuck, jammed, on the screw and the surgeon had to pry it open to get it off the screw head. Another simple persuader was available to use as backup. The straight shaft (straight tip stardriver) used during final tightening kept slipping off the locking cap. Another straight tip stardriver was available to use as backup. The screwdriver, (sport grip stardriver) would not hold the locking caps. The surgeon attempted to use the backup screwdriver, but that also would not hold the locking caps. The surgeon used bone wax with the screwdriver to make the locking caps stick. In addition, the mallet broke. After impacting the interbody, the technician noticed that the plastic portion could easily separate from the mallet. The threads inside the mallet were stripped. The fragment that was generated from the mallet breaking was in the mallet and was easily removed and discarded. The surgeon used the metal side of the mallet to finish the work. The revision surgery was being performed because the patient had adjacent level disease at l3-l4 and the surgeon wanted to replace the old click¿x screw system with the new matrix screw system. A time delay of two minutes was reported. No patient harm was reported during the revision surgery. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was performed and no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.